Event description:
Reporter states that both he and his wife have been using this product for years. When approximately 2 weeks ago their eyes became itchy and swollen (they have young children, but the children were asymptomatic) both were seen by their family physician, who prescribed an antibiotic drop. There's been a slight improvement noted, but they are currently awaiting a follow up appointment with physician.